Manufacturer narrative:
Investigation the explanted components have been discarded and therefore cannot be returned to the manufacturer for identification and analysis. Review of the production records for the complained components cannot be performed, as the lot number of the bone screw is unknown. The manufacturer will submit a final MDR as soon as the investigation is completed.

Event description:
A shoulder revision surgery was performed on (B)(6) 2026 due to implant loosening. The surgeon removed the connector screw and glenosphere first, then carefully removed the liner. One tissue sample was taken from the tissue located between the baseplate and the glenosphere. The surgeon ordered a spect-CT to determine whether any aseptic loosening was present within the joint. The results showed aseptic loosening at the superior screw. A longer 40 mm screw was then drilled in, and a 40 +2 mm glenosphere with a short liner was trialled. The patient appeared tight; therefore these implants were selected. Overall, the prosthesis combination provided good joint tension and did not feel unstable. The subscapularis was reattached. Previous surgery was performed on 1(B)(6) 2025. The surgeon followed the standard surgical workflow for shoulder revision. The explanted components included: · smr reverse hp lat. Liner long (product code 1362.09.120, lot 2422590, ster. N. 2400215) · smr small/std connector +2 (product code 1374.15.322, lot 2428885, ster. N. 2400244) · smr reverse hp glenosph. 44 mm (product code 1374.50.440, lot 2433697, ster. N. 2400015) · bone screw ø6,5 h.30mm (product code 8420.15.030, lot unknown, ster. N. Unknown) patient is male, 61 years old. Event happened in australia.